Event description:
It was reported to medtronic minimed that the customer found the introducer needle bent and not going in. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and the introducer needle was broken while inside the body. No harm requiring medical intervention was reported. The customer will discontinue to use the sensor. Mmt-7040a was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and found needle separated from sensor base and then inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis. In summary, the customer complaint for broken needle was not confirmed. Insertion needle passed per specificications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.